Event description:
It was reported that during use the right ventricular (rv) lead exhibited oversensing, noise that resulted in inappropriate shock. Additionally, the rv lead exhibited high sensing integrity counter (sic). It was also reported the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a generator change out. However, it was noted that the rv lead pacing impedance was back in normal range instead of high/undefined when the lead was plugged into the new generator, thus the physician suspected a setscrew, device header issue with the old crt-d. The rv lead remains in use. The right atrial (ra) lead encountered a failed atrial lead position check, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Correction: b2, h6 (patient codes: ime/annex e; device codes: fdd/annex a; health impact: imf/annex f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that detections was turned off following the inappropriate therapy and the detections remained off. It was noted that the reason for the atrial lead position check failure was unknown. The ra lead was electrically intact with appropriate sensing and pacing and the impedance trends were stable.